Event description:
Procedure: lobectomy. According to the rptr: pt had a right upper lobe lobectomy on (B)(6) 2012. The pt returned to hospital on (B)(6) 2012 and was taken back to the operating room on (B)(6) 2012. The pt had 2l of free blood and 2l of clot in the thoracic cavity and no active bleed was identified at the time of the re-operation. The surgeon notice an "erosion" around the ta staple site. The thoracic cavity was cleared of blood and clot and the pt was closed. No other action took place.

Manufacturer narrative:
(B)(4).